Event description:
Device 1 of 3 reference MFR. Report #: 1627487-2011-05132 and 1627487-2011-05133. The pt received his scs system on (B)(6) 2011 with two percutaneous leads (from different lots) and two lead anchors (from the same lot) it was reported that the pt's leads and lead anchors were explanted due to lead migration. The percutaneous leads were replaced with a paddle lead. The lead anchors were also replaced.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.